Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5568-45, implantable pacing lead, (B)(6) 2010; 7120, competitor implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lv (left ventricular) output was decreased, and the lead was ultimately capped and replaced. It was also reported that there was very short battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.